Manufacturer narrative:
Batch review performed on 16 december 2024. Lot 2341435: (B)(4) items manufactured and released on 16-nov-2023. Expiration date: 2028-10-29. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
At about 8 months after the primary, the patient came in reporting pain due to a leg length discrepancy. The surgeon revised the head and the surgery was completed successfully.